Event description:
On (B)(6), 2013, it was reported by the physician that his handheld was "broken". It was clarified that the device would not turn on. The manufacturer's representative went to the site to troubleshoot and found that the device was not working because the battery cover is missing. No additional information has been provided.

Event description:
Additional information was received stating that the handheld device was missing its battery cover, and therefore was unable to function as intended.